Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of the material be cannot be identified. The reported event likely occurred due to applied physical or chemical stress to the distal end which caused the lens glue to peel off and let humidity invade the scope. However, a definitive root cause cannot be determined. The event can be detected in accordance with the following sec of the instructions for use: IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited a stain inside the light guide lens. There were no reports of patient involvement.